Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the ok button of his onetouch ultralink meter was not responding when pressed. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone to obtain additional information. The patient reported that the alleged button issue started on (B)(6) 2013 at approximately 4pm. The patient is on insulin pump therapy. The patient denied taking any action regarding his usual diabetes management regimen. The patient reported that immediately after the alleged button issue started he developed symptoms of "low blood sugar". The patient denied receiving medical treatment. At the time of troubleshooting, the alleged meter issue remained unresolved. Replacement product was sent to the patient. Based on the information provided, there is no indication that the alleged meter issue caused and/or contributed to the patient's "low blood sugar" symptoms. Given the short time between the onset of the alleged issue and the reported symptoms, the patient likely felt symptomatic prior to or when the issue began. Therefore the meter did not contribute to the patient's symptoms. However, this complaint is being reported as a malfunction because the alleged meter issue remained unresolved at the time of troubleshooting.